Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following implant of this right ventricular lead, to include confirmation of all normal measurement, ventricular loss of capture (loc) was noted on telemetry. The patient returned to the ep lab and the lead was successfully repositioned, which resolved loc. The physician further stated that once the stylet was advanced into the lead, it immediately dropped from its position on the septum, suggesting that the lead was not securely anchored into the myocardium. To date the lead remains implanted and in service with no adverse patient effects.